Manufacturer narrative:
The device was sent to the manufacturer for inspection. During the manufacturer's technical inspection, the error description provided by the customer was confirmed. The device passed the quality test at the time of delivery. Based on the defects identified during the technical inspection, it is assumed that the cause of the described fault is wear of the adhesive at the tip of the c-mac blade, which was caused during use and the reprocessing process. The wear of the adhesive allows fluid to penetrate the blade, which affects the electronics and leads to a reduction in light intensity. The instructions for use specify that a visual and functional inspection must be carried out before starting a procedure, which would have revealed that the device was no longer functioning properly and the fault could have been avoided. The investigations carried out above did not reveal any causes related to the labelling, or the device history. All production-related quality checks were passed and no deviations werefound in the manufacturing documentation for the devices. The labelling contained appropriate instructions and warnings. No systematic error was found. The event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
The investigation results are pending. The event is filed under internal complaint ID (B)(4).

Event description:
It was reported there is dimming light. No procedure or patient involvement. No negative impact in state of health reported.